Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed multiple error messages upon device interrogation after the patient was resuscitated for approximately 40 minutes. The health care professional (hcp) also reported a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) reviewed the event and recommended replacement of both the device and electrode as damage to the system during resuscitation is theoretically possible. Additional information was provided. It was mentioned the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed multiple error messages upon device interrogation after the patient was resuscitated for approximately 40 minutes. The health care professional (hcp) also reported a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) reviewed the event and recommended replacement of both the device and electrode as damage to the system during resuscitation is theoretically possible. The s-ICD system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed multiple error messages upon device interrogation after the patient was resuscitated for approximately 40 minutes. The health care professional (hcp) also reported a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) reviewed the event and recommended replacement of both the device and electrode as damage to the system during resuscitation is theoretically possible. Additional information was provided. It was mentioned the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. This product was not returned by the customer. If the product is explanted and returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event.